Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s daughter) contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultra mini meter read inaccurately high in comparison to the patient¿s feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The reporter advised the csr that on (B)(6) 2018, the patient¿s meter allegedly began to read inaccurately high. The reporter explained that the patient obtained an alleged inaccurately high reading of ¿16.1 mmol/l¿ on the subject meter, compared to his feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that the patient uses self-adjusted insulin doses to manage his diabetes and confirmed that he increased his dose of insulin in response to the alleged inaccurate high reading. The reporter explained that the patient developed ¿slurred speech and became unresponsive¿, and that she called the paramedics. She stated that the paramedics performed a blood glucose test and obtained a result of ¿1.4 mmol/l¿ before taking the patient to hospital. The reporter confirmed that the patient was hospitalized and treated by a healthcare professional (hcp) with intravenous glucose. She stated that an additional test was performed at the hospital on a calibrated laboratory device and the patient obtained a blood glucose reading of ¿7.3 mmol/l¿. At the time of troubleshooting, the csr confirmed that the correct unit of measure was used, and the correct testing steps were followed. The csr was unable to confirm that the patient¿s test strips had been stored correctly, were within expiry date or that the test strip vial was not cracked or broken, because the reporter did not have the strips at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on the inaccurate reading obtained with the subject device.